Event description:
Legacy 4.5 spinal implants equipment brought in by sales rep for hemivertebrae excision. Pedicle screw placed, instrument to snap off set screw used appropriately, yet would not release pedicle screw, requiring surgeons to forcibly remove instrument from pedicle screw. Pedicle screw pulled out of bone and needed to be replaced with a larger screw (6.5). Set screw with top already snapped off used instead. Sales rep present during this time and will take care of malfunctioning equipment.